Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant, the surgeon attempted to lock in the heartmate 3 left ventricular assist device (lvad) into the mini¿apical cuff, the slide lock on the pump fully engaged, where there were no yellow wings showing, however, the pump was not sitting flush with the ring. It was noted that there was still a larger space between the pump and the mini¿apical cuff on the side closest to the surgeon. There was also some blood coming out from between the mini ring and the pump inflow cannula. Upon recognition of this, the surgeon, under the guidance of an abbott representative, attempted to unlock the slide lock with the heartmate unlocking tool. Even with proper technique the slide lock was very difficult to disengage and after a couple of attempts the slide lock disengaged. The cuff lock latching arm was bent to a degree that both the abbott representative and the surgeon agreed that it would be unsafe for the patient to attempt to continue using this heartmate 3 lvad. A second heartmate 3 lvad (the backup for the case) was opened and prepared per instructions for use and there were no further issues. The second pump locked in with no notable issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock; however, a specific cause for the reported event of the pump not sitting flush with the apical cuff upon initial engagement could not be conclusively determined through this evaluation. The lvas was returned assembled with the pump cable fully intact and a tunneler returned over the pump cable inline connector. The modular cable, outflow graft, and outflow graft bend relief engaged were not returned. The cuff lock was returned partially engaged as the yellow indicators were slightly visible; however, the mini apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The initial visual inspection of the cuff lock found the latch arm was observed to be bent inward so that it was in direct contact with the main body of the lock. After cleaning, the cuff lock was placed on a 1:1 scale drawing and showed that one of the cuff lock locking arms appeared to be deformed and bent outward. Dimensional analysis of the cuff lock using a vision system confirmed that one of the locking arms had become bent out of specification as well as distance between the pins on each end of the locking arm. Additionally, dimensional analysis of the wiper seal and motor cap found that both were within the manufacturing specifications. The cuff lock assembly was reassembled, and engagement testing was performed using a demo mini apical cuff. Due to the observed latch arm damage, the cuff lock was not able to be properly engaged. The pump was then reassembled with a demo mini apical cuff inserted into a demo cuff lock. The connection was lubricated with saline solution and no leakage was observed between the wiper seal of the motor housing and the mini apical cuff. It was unable to be determined exactly when or how the cuff lock latch arm and locking arm became bent; however, the observed tool marking appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. It should be noted that the account reportedly observed cuff lock damage after experiencing difficulty disengaging. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A manufacturing analysis task was completed to further investigate the damage to the cuff lock. Per the investigation, the damage to the cuff lock (cuff lock arm and cuff lock latch) is not manufacturing related. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly (document (B)(4)). The heartmate 3 left ventricular assist system instructions for use (IFU), rev. D, is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 left ventricular assist device (lvad) fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The heartmate 3 mini apical cuff kit IFU, rev. E, is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. The current revision of the ifus can be found on the electronic IFU page of the abbott website no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock. This damage could have contributed to the reported engagement issue between the pump and the mini apical cuff. It should be noted that this evaluation could not conclusively determine when or how the cuff lock became damaged. (B)(6) was returned assembled with the pump cable fully intact and a tunneler returned over the pump cable inline connector. The modular cable, outflow graft, and outflow graft bend relief engaged were not returned. The cuff lock was returned partially engaged as the yellow indicators were slightly visible; however, the mini apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The initial visual inspection of the cuff lock found the latch arm was observed to be bent inward so that it was in direct contact with the main body of the lock. After cleaning, the cuff lock was placed on a 1:1 scale drawing and showed that one of the cuff lock locking arms appeared to be deformed and bent outward. Dimensional analysis of the cuff lock using a vision system confirmed that one of the locking arms had become bent out of specification as well as distance between the pins on each end of the locking arm. Additionally, dimensional analysis of the wiper seal and motor cap found that both were within the manufacturing specifications. The cuff lock assembly was reassembled, and engagement testing was performed using a demo mini apical cuff. Due to the observed latch arm damage, the cuff lock was not able to be properly engaged. The pump was then reassembled with a demo mini apical cuff inserted into a demo cuff lock. The connection was lubricated with saline solution and no leakage was observed between the wiper seal of the motor housing and the mini apical cuff. It was unable to be determined exactly when or how the cuff lock latch arm and locking arm became bent; however, the observed tool marking appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The observed damage to the cuff lock could have prevented the o-ring and mini apical cuff from sealing properly when the pump was engaged, which would have contributed to the reported engagement issue. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The heartmate 3 left ventricular assist system instructions for use, rev. D, is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The heartmate 3 mini apical cuff kit IFU, rev. E, is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event.